Event description:
Caller reported a cartridge alarm 20 alarm occurring during the load process, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts confirmed no previous similar alarms with this pump. There was no adverse impact on the customer's blood glucose level. Cts educated the caller on the proper load process, provided instructions on using the pump's storage mode, and advised on steps after receiving a replacement pump. Caller will continue using the current pump while awaiting a replacement, which cts has arranged to be sent with updated software.